Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted in (B)(6) 2012 due to opacification of the lens. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested but has not been received.

Manufacturer narrative:
The lens was requested but not returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.